Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while loading exams and after loading one exam, on the second exam, the site received a warning that the system memory was at 98% capacity and there was only 1gb left of space. The site turned off the system in order to work on it and delete some exams. Upon starting the system, it would no longer boot up to the application, despite several attempts, it would not get past the initial pre-boot sequence messages. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative reported that the software was reinstalled before the system became functional.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the probable cause of the issue could not be determined since the behavior could not be replicated during the system checkout. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.